Event description:
When the diamondback coronary orbital atherectomy device (oad) was activated in the left anterior descending artery, the crown jumped forward. Treatment was performed in the distal portion of the lesion in the location of the crown. When the oad was retracted to treat the proximal lesion, it would not retract. Glideassist was used to move the device back, however when it was activated for additional treatment it stopped spinning and turned off. It was noted that the oad had become stuck on a stent which had been placed in the vessel three days prior. Operation of the oad in the proximity of the stent was intentional as the physician believed the distance was sufficient to prevent interaction. The oad was removed and treatment was completed without atherectomy. The stent strut that had become stuck on the oad had been pulled into the left main. A stent was placed in the left anterior descending artery and extended into the left main, and an additional stent was placed in the circumflex. There were no vessel issues and the patient remained in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).